Event description:
It was reported that during follow up, the high voltage lead impedance trend showed high value variability. All the real time lead parameters were in range. The patient condition was good and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.